Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex device did not open during a procedure. The patient underwent embolization treatment of flow diversion for a posterior communicating artery aneurysm. The device was successfully delivered into the middle cerebral artery, however, the pipeline would jump back proximal to the aneurysm when initially deployed and then failed to open after being resheathed 2 times. There were no reports of patient injury in association with this event.